Manufacturer narrative:
Lumenis made reasonable attempts by phone and fax to obtain relevant information from the user facility including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and make a determination of the severity of the reported injury. Should further information be provided, lumenis will file a follow-up MDR. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported.

Event description:
It was reported that one (1) patient sustained burns of unknown severity following treatment with a lumenis ultrapulse laser. No information regarding medical intervention to preclude permanent impairment was received.